Manufacturer narrative:
The getinge field service engineer (fse) found a problem with the optical sensor module and confirmed the reported issue however, the customer has not requested getinge to repair the iabp.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during treatment, the cs300 intra-aortic balloon pump (iabp) optical sensor module malfunction occurred, but it stopped occurring after that.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional information: event postal code: (B)(6). The getinge field service engineer (fse) found a problem with the optical sensor module and confirmed the reported issue however repair is not completed and if any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a

Manufacturer narrative:
Corrected data: b5, h6 (clinical code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported during treatment, the cs300 intra-aortic balloon pump (iabp) optical sensor module malfunction occurred, but it stopped occurring after that. There was no patient harm.